Event description:
Customer reported the buttons on the infusion device stopped functioning. The protective rubber on the up and down buttons had previously come off, but she could still use the buttons by pressing hard. She attempted to program a bolus on the day of the report, and the infusion device would not respond. She changed the battery, and the infusion device displayed an e8 power interrupt error that could not be cleared. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.